Event description:
Information received indicates all of the casters continue to swivel when in brake mode.

Manufacturer narrative:
The technician isolated the issue to the swivel locks on the casters. He replaced the casters to repair the bed.